Event description:
It was reported via clinic notes that the pt had previously seen a cardiologist for syncope and orthostasis however the relationship of the events to vns is unk. The clinic notes also noted that diagnostics were normal at the pt's last visit on (B)(6) 2011. Attempts for additional info have been unsuccessful to date. The pt's generator has been replaced prophylactically and it is undergoing analysis.

Manufacturer narrative:
Corrected data: initial report inadvertently reported the incorrect generator model and serial number.

Event description:
Analysis of the explanted generator has been completed. The generator performed to specifications and no anomalies were found however it was noted that the "elective replacement indicator (eri)" was set to "yes"; this indicates that the device was nearing end of service and has a battery voltage less than 2.6 volts. The battery voltage found during analysis indicated 2.573 volts. The depleted battery is not expected to have result in the reported syncope.